Manufacturer narrative:
The device was requested to be returned to baxter for an evaluation; however, the device has not yet been received. Should the device be received, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available. (B) (4).

Event description:
It was reported to baxter (B) (4) that the reservoir of a basal/bolus infusor ruptured during filling with bupivacaine hydrochloride. There was no patient injury and medical intervention reported as this occurred during filling. No additional information is available at this time.